Event description:
It was reported that a malfunction occurred with the pump, and the pump screen would not turn on initially. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently, and the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if the issue reappeared.